Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, it was reported that the pump would not allow the customer to fill tubing properly. Customer's blood glucose level was 387 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.